Manufacturer narrative:
G4:11dec2020. B4:15dec2020. D10: device return to manufacturer updated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:11dec2020. B4:14dec2020. There was no malfunction. This complaint is not reportable to the FDA as the battery was being replaced as part of preventative maintenance it was confirmed that the battery is over 5 years old. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. The battery has reached shelf-life as specified by the manufacturer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
It was reported the battery needs to be replaced. There is no patient involvement.